Manufacturer narrative:
The logfile and information provided were analyzed for the investigation at the manufacturer site. Based on logfile of the affected device, the reported behavior was confirmed after final investigation. No patient health consequences have been reported. The "charge internal battery" alarm and the "internal battery discharged" alarm were correctly displayed and warned the user about a low battery level. As the use of the device was continued the ventilation finally stopped. If the battery is further discharged the alarm "charge int. Battery" is displayed and in case of a discharged battery the device alarms visually and acoustically (alarm message "int. Battery discharged"). The ventilation function stops. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. Charging parameters of new batteries have been adjusted. If the red charging status persists or occurs repeatedly at the end of the charging cycle, the battery must be replaced. The risk arising from the battery fault indication situation is covered by the risk management report, no previously undetected risks have arisen. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that around 10:34 after internal battery discharging message occurred, it performed shutdown. The device was replaced with substitute device. No pat. Health consequences have been reported.